Manufacturer narrative:
The insulin pump was received with blank display due to battery tube loose connector. The excessive no delivery test wasn't performed due to blank display. No cosmetic damage noted. (B)(4).

Event description:
Customer reported via phone call, the insulin pump was alarming no delivery. Customer's blood glucose was unknown. No troubleshooting was performed as alarm was a past event. Customer also reported the insulin pump had a blank display. Customer's blood glucose was 400 mg/dl. Customer inserted a new battery and the display didn't return. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.